Event description:
It was reported the customer had repeated no delivery alarms on their insulin pump. Customer's blood glucose was 300 mg/dl. Troubleshooting did not occur because the customer was at work. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.